Event description:
Philips received a complaint on the efficia cm120 indicating that the system froze. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A philips authorized service personal (asp) evaluated the device and found that the main board was faulty. The asp recommended to replace the board to resolve the issue. The customer was provided with information about replacement parts. The device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.